Event description:
The customer reported the ventilator alarmed with a tidal volume alarm. Ventilation continued but the unit was replaced. No patient harm was reported. Patient information is not available.